Manufacturer narrative:
A (B)(6) customer contacted a siemens customer care center (ccc) to report that falsely depressed results were obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qc) and calibration were valid at the time of testing. A siemens specialist dialed into the instrument using the siemens remote service (srs) and reviewed the probe counts and last replacement dates. The customer replaced the sample 1 (s1) and reagent 1 (r1) probes and performed precision studies on the affected assays prior to and after changing the s1 and r1 probes. The customer was able to obtain higher results by re-spinning, aliquoting, and processing the sample again. A customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found the instrument's sampling, level sense, clot check, and ultrasonics systems and instrument's probe alignments to be within specifications. The cse verified precision testing, which were all found to be within specifications. The cause of the discordant enzymatic carbonate (eco2) and calcium (ca) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed enzymatic carbonate (eco2) and a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same dimension exl 200 instrument. The repeat results recovered higher than the initial results. The repeat results were not reported to the physician(s). On 08-aug-2022, the patient was redrawn and retested, and the results obtained on the new sample were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed eco2 and ca results.